Manufacturer narrative:
Reported event of impurities near lv connector tip was confirmed. Device was received in its original packaging. Visual inspection on header found contamination at end of lv connector tip and bubbling below rv connector. Further analysis performed exhibited normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that prior to implant, impurities/damage defect was noted on the header of the pacemaker. The physician elected to complete the procedure with a different pacemaker. There were no patient consequences.